Manufacturer narrative:
Date of report : 21jun2019, date rec¿d by MFR : 19jun2019. The technician confirmed the customer allegation and recommended replacement of the battery to address this issue. The customer called for battery part number identification. No indication the device was repaired was received by the customer. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11paril2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported a failed pvt backup battery test. There was no patient involvement. Event date not specified, estimate used.